Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a extended opening on the anterior, and underweight. A visual and microscopic analysis was performed which identified and crease sharp opening on the anterior, crease folds, wear abrasion, and stress marks. Based on the device analysis the final assessment is a crease sharp opening on the anterior assessed as fold flaw opening.

Event description:
Device has been explanted.